Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Due to the paucity of information and the knowledge that in the past this same issue of the balloon having to be "pricked" via a medical procedure such as a suprapubic or transvaginal needle injection, convatec errs on the side of caution and is deeming this issue a serious adverse event. From a clinical perspective, a causal relationship between the device and this event is deemed probable because it was reported that it was unable to be removed from the bladder via any other conventional method.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "complaint no. (B)(4): non-deflation. Though the shaft was cut, distilled water was not removed. But, after pricking, balloon deflated. Inspection result, etc: there was depression. Blockage was observed. Balloon inflated. Inflation funnel was cut. Blockage was observed within extend of 10mm from top of drainage lumen." The following information update was received from (B)(4) of unomedical (B)(4): "though (B)(6) does not know how the balloon was pricked, the distilled water was removed by pricking. Any obstruction was not observed catheter & inflation lumen. Because balloon funnel was cut, there is the possibility that plastic valve, etc would have problem. As the balloon was inserted and the water was injected, the obstruction might occur during using. As the supposed cause, after insertion or before insertion of catheter, any power would add to shaft, inflation lumen, and inflation lumen temporarily would deform and obstruct by damage of the lumen. Non-deflation would occur. Finally, it is unknown how the pricking is dealing."